Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that when she interrogated the pump, she saw a pump memory error (alert 112) and the drug information was no longer available. The hcp stated that the infusion tab says, "infusion cannot be configured when the drugs are undefined." The reservoir volume was 18.5 ml since they were going to be making a change to the medication. The hcp confirmed the pump was not alarming and the patient was not having any symptoms.